Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. There was no device malfunction associated with the event. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The patient went into cardiac arrest and the heart stopped multiple times. Advanced cardiovascular life support (acls) protocol initiation was required, and the patient had to be defibrillated; the patient was revived. The patient then underwent a successful heart catheterization procedure. The patient was transferred to the intensive care unit for further care and evaluation. The patient was reported to be stable with no further adverse complications. There were no comorbid conditions that caused or contributed to the event. The physician believed that the cardiac arrest was not ion related and the cause remains unknown; however, the physician reported that this event might have been aggravated by anesthesia. There was no device malfunction associated with the event.